Manufacturer narrative:
Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of failure code 810:03. (B)(4)

Manufacturer narrative:
(B)(4). The reported condition of 810:03 was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
The facility representative reported a colleague infusion pump with failure code 810:03 upon power-up. The facility representative stated that there were no reports of patient injury or medical intervention. Baxter's review of the device event history determined the reported condition interrupted delivery. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.